Event description:
The device was placed in service during the post-op recovery period and subsequently failed to drain. The device was disconnected and replaced with another device that funtioned as expected.